Event description:
It was reported the patient was admitted to the hospital for a low sodium symptom, but was also having ¿severe¿ retention, which was what they were implanted for. It was stated that the patient had a loss of therapy since their adrenal gland was removed in january. The implant had not been checked since implant and an end of life status could not be determined. The healthcare provider thought they would put a catheter in the patient and request that they see a urologist. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3889-28, lot# v004099, implanted: (B)(6) 2006, product type: lead. (B)(4).